Manufacturer narrative:
The customer's reported complaint description of patient infection and thrombosis cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during in situ use/treatment. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. The port was implanted into the patient 8 days prior to the patient's thrombosis/infection event. There was no report of port device malfunction or performance issue during implant procedure/use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would likely occur shortly after the implant date, however, the sterilization records for the packaging lot in question are in order. The port implant procedure itself and any subsequent port use/access is also a potential source of infection. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection and thrombosis are cautioned in the device dfu as a potential complication of port system use. Labeling review: the directions for use (dfu) that is provided with the port device contains the following statements: warnings: the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. Reuse of single-use devices creates a potential risk of patient or user infections. Contamination of the device may lead to injury, illness or death of the patient. Do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Precautions: carefully read and follow all instructions prior to use. Strict aseptic technique is of paramount importance when implanting any device. For peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. When using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. After any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: air embolism: catheter disconnection or migration, catheter embolization, catheter fragmentation, catheter pinch-off, clot formation, drug extravasation (leakage), erosion of vessel and skin, implant rejection, infection, inflammation, thromboembolism, thrombophlebitis, thrombosis, necrosis of scarring of skin over implant area, vessel trauma. Post-operative care: the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines: each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. Follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference: (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Angiodynamics, inc. Received a notification from the FDA of an event regarding a CT w/9.6fr detached sil cath & vi smartport. A patient's daughter reported that her mother had the port implanted for treatment of stage 4 biliary cancer. The patient was having severe pain at the port site a week after the port was placed. She was taken to the emergency room where they uncovered two large blood clots. One went from the incision in her neck to her hand and the other from the port through the vessel leading to her heart. She also developed thrombophlebitis from the port tube in the vessel. She was admitted and treated for the clots and thrombophlebitis. Before her discharge, the doctors wanted to draw blood from the port to make sure there was no bacterial growth. They tested the port via scan and found the port could receive the CT fluid, but they could not draw out from the port. The decision was made to remove the port, and she was finally released. The following information was provided from the emergency rooms patient notes: "the patient underwent port placement and presented to our facility a week later, complaining of pain and irritation around the site. Called her surgeon's office initially, and they told her to come to the emergency room for further evaluation. In the emergency room, she denied fever, chills, cough, chest pain, or shortness of breath. Vitals demonstrated tachychardia, but otherwise stable. Labs pertinent for glucose 214, alk phos 240, white blood cell 23.0 computed tomography angiography chest demonstrated inflammatory changes throughout right neck and mediastinum in addition to thrombus in the superior vena cava concerning for infectious thrombophlebitis in addition to worsening metastatic disease, but no pulmonary embolism. Doppler ultrasound of right upper extremity demonstrated deep vein thrombosis in right internal jugular vein, subclavian, axillary, and brachial veins. ER provider discussed her case with her oncologist doctor, who recommended the patient stay at her current facility at which point the vascular surgeon was contacted and agreed to see the patient in consult. The patient received fluids and IV zosyn during her ER course. She was admitted for further evaluation and management. General surgery was initially going to hold off on surgical removal, but in light of the results, they were planning to remove at a later time. Vascular surgery saw her and recommended continuation of the heparin infusion for now and to transition to a direct oral anticoagulant upon discharge, but no invasive procedures planned from their perspective." One set of blood cultures grew methicillin-sensitive staphylococcus epidermidis: most likely due to contaminate. Infectious disease felt there was no infectious reason to remove the port, as even if methicillin-sensitive staphylococcus epidermidis was found on the port, sometimes the line can be salvaged. She underwent venous port check in interventional radiology and the tip was likely adhered to the superior vena cava. Radiology recommended port removal. She had port removed and was cleared to start 5mg eliquis today after her procedure and is, reportedly, very weak. Principal problem: acute deep vein thrombosis (dvt) of right upper extremity.